Event description:
It was reported that a large volume infusor underinfused during patient infusion. After five (5) days of infusion, medication was left in the balloon. The nurse left the device on the patient another day; however, medication remained in the balloon. The device was removed and the patient did not receive the full dose. The device was filled with fluorouracil and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder which suggested an underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.